Event description:
Unable to get the tampon out - vagina [foreign body in reproductive tract]. Tampon frays easily, unraveled / break [device breakage]. Case description: consumer contacted via e-mail and stated that the tampon frayed easily, unraveled, and broke. No serious injury was reported.

Manufacturer narrative:
30-sep-2020 product investigation results: no failure could be identified as a result of the investigation.

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Unable to get the tampon out - vagina [foreign body in reproductive tract]. Tampon frays easily, unraveled / break [device breakage]. Case description: consumer contacted via e-mail and stated that the tampon frayed easily, unraveled, and broke. No serious injury was reported.

Event description:
Unable to get the tampon out - vagina [foreign body in reproductive tract] tampon frays easily, unraveled / break [device breakage] consumer contacted via e-mail and stated that the tampon frayed easily, unraveled, and broke. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.